Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted lead impedance was out of range high. Thirteen ventricular non-sustained tachycardia less than or equal to 205 ms between (B)(6) 2012. One patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an increase for max svc defib impedance equal to 60 to 4392 ohms peak between (B)(6) 2012.

Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the right ventricular (rv) lead triggered and alert for high impedance on the superior vena cava (svc) coil. Noise was noted on the rv pace/sense portion. There was oversensing resulting from a lead fracture. The rv lead was capped and replaced. It was also reported that atrial channel showed noise. The right atrial (ra) lead was capped as reusable. It was further reported that the device was near elective replacement indicator after only 5.5 years of use and had shortened longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.